Manufacturer narrative:
Failure analysis noted that the pump had numbers counting up then blank display due to loose connection between the lcd board and the mother board. The pump had missing segments due to cracked zebra connector on the lcd. The pump had a broken reservoir tube lip, broken belt clip slot at battery tube threads area, cracked display window corner and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 215mg/dl. The customer stated that the pump stopped working and it had a line across the screen. The battery was changed but it still did not work. The customer stated that it looked like the display was blank but there were some lines on the screen so I looked more like partial display. The customer used new batteries but the pump counted down and had a black screen before becoming totally blank. The pump now had lines/dots on the screen but not the full screen. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.